Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error after the customer and the insulin pump got caught in the rain. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.